Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer stated that the insert is bent. The dealer is not aware how this happened.